Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record confirmed the device was manufactured and shipped in accordance with the manufacturing specifications. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the problem was caused by failure of the switch 2 due to stress from use, external factors, or water leakage. The inspection method for the suggested event is described in the operation manual "for ltf-s190-5/10"chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the deflectable endoscope's switch broke which caused images to freeze and release automatically. There were no reports of patient involvement.